Manufacturer narrative:
D4) model number is xeridiem part number; catalog number is part number of exclusive distributor boston scientific that appears on the label. H3, h6) the involved device was returned to xeridiem. Visual inspection noted discoloration (indicating usage of device) but no defect evident from inspection. Functional testing of balloon inflation found it did not sustain inflation. Further testing of inflation with blue dye in water found a pinhole in the balloon as the problem. The root cause of the pinhole could not be determined. Codes in h6 are selected based on the comination of this evaluation and the event description.

Event description:
After placement of gastrostomy tube, patient came back multiple times with issues including sufficient discomfort to indicate patient code of minor injury/illness/impairment. Physician believed the balloon was not properly working. Physician removed the gastrostomy tube and replaced with a new one which resolved the problem with no further issues.